Manufacturer narrative:
D.4 serial number, lot number, expiration date and unique identifier (UDI) # are unknown. G.6b explant date is unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complaint from the literature review reported that the 49-year-old male patient in st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. After two days of impella rp support, there was bleeding from the axillary access site that required temporary suspension on anticoagulants and blood products transfusion. After ten days of support, the patient was successfully weaned of the right-ventricular support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.